Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutnl result within the risk stratification range on one patient generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The sample was repeated and the results recovered were within the normal reference range. The customer did not report any patient or user issues attributed or connected to this event.

Manufacturer narrative:
The sample was a lithium heparin in a greiner tube. The sample was a clear full draw, which was centrifuged at 3000g for 10 minutes at 20 degree c. Qc was performing within qc specifications. Service was not dispatched. A clear root cause can not be determined for this event.